Manufacturer narrative:
The patient reported pain following a fall. X-rays were performed to confirm the device location and migration did not occur. The patient continues to complain of pain. The implanting clinician attributes the cause of the pain to an earlier spinal fusion of the si joint as the si joint has a lot of leeway due to the spinal fusion, and this can cause pain. The patient was ordered to switch off the stimulation for this time. The perm - loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator at an off-label location and no attempts to reprogram the waa have been ruled out as potential causes of the reported issue. However, the questionnaire shows the patient fell and the patient has other non-stimwave devices implanted. The stimulator is used to treat pain. The cause of the reported issue is due to the patient fall (user error - patient).

Event description:
The patient reported pain following a fall. X-rays were performed to confirm the device location and migration did not occur. The patient continues to complain of pain. The patient was ordered to switch off the stimulation for this time.